Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g2, h6 (component codes, investigation findings, investigation conclusions), h11. Corrected field: h6 (medical device: problem code). It was reported that during routine check by customer the cardiosave intra aortic balloon pump (iabp) had low helium on screen. Even though there a new cylinder has been installed and the analogue on the front of the unit is indicating a full tank. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) observed low helium alarm on screen with a red helium bottle. External tank was full and displayed internal tank correctly when console was outside of cart. Calibration of both tank transducers passed ok, psd screen shows both transducers zeroed correctly and when helium reconnected, increases and stabilises as normal. Communication issue expected. More investigation needed. External transducer still not reading on boot up in hybrid with low helium alarm present. Transducer reads as normal if booted in rescue and restored to hybrid and also if booted in hybrid and taken to rescue then restored to hybrid again. Tried replacing the external transducer (d682-00-0092-01) with no success, also the video generator board (0040-00-0456) with no success. Seeking advice from factory. Attempted replacement of the external regulator (0103-00-0637) as per support case recommendation. One grub screw is completely seized and in fse attempt to remove has been rounded. The regulator will require a new housing and grub screw set. Fse have left the regulator completely disconnected, including helium tubes and left the new regulator with the device. On 10 sep-2025, fse replaced new regulator (d103-00-0637), o-ring, 0.351 x 0.072 (d354-00-0209), bushing regulator housing (d358-00-0069), screw set (d217-00-0054), cable tie 3.9 inch / 99 mm (d125-01-0001) fitted along with new helium tubes (d004-00-0103-02). Device now operates as normal and no longer alarms for low helium. Tested and left safe for clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings, component code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) displayed low helium on screen, even though there was a new cylinder has been installed. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected filed: e1 initial reporter name, h6 medical device problem code additional phone number: (B)(6). Low helium alarm on screen with a red helium bottle. External tank is full and displays internal tank correctly when console is outside of cart. Calibration of both tank transducers passed ok, psd screen shows both transducers zeroed correctly and when helium reconnected, increases and stabilises as normal. External transducer still not reading on boot up in hybrid with low helium alarm present. Transducer reads as normal if booted in rescue and restored to hybrid and also if booted in hybrid and taken to rescue then restored to hybrid again. Tried replacing the external transducer with no success, also the video generator board with no success. Seeking advice from factory. Attempted replacement of the external regulator as per support case recommendation. One grub screw is completely seized and in fse attempt to remove has been rounded. The regulator will require a new housing and grub screw set. Fse have left the regulator completely disconnected, including helium tubes and left the new regulator with the device. Fse replaced display monitor to video gen board, high pressure transducer and high-pressure regulator.